Manufacturer narrative:
Additional information, investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an intraoperative issue with a prestige grasper. During a laparoscopic cholecystectomy procedure, the device "fell apart". There was no patient harm or surgical delay. Additional information has been requested.

Manufacturer narrative:
Additional information - block d4 (serial #, UDI), d9, h7, h8. Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed which revealed that the set screw was broken. Additionally, the jaws failed and the top jaw was returned disconnected from the device. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. The investigation into the cause of the reported problem was able to confirm the failure mode of a jaw separation. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
B5 : update received.

Event description:
Clarification was received: the device fell apart at the jaw; the piece(s) fell onto the sterile field. No x-ray was required as the part(s) was able to be picked up by hand off the field.